Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an ovation ix abdominal stent graft system in 2017. It was reported that during this initial procedure, the limb was placed short due to tortuous anatomy which had for shortened the iliac limbs on imaging. On (B)(6) 2018, the physician elected to place an additional limb. No additional patient sequalae have been reported.

Manufacturer narrative:
Based on the description of the event, the root cause of the malposition is likely related to the patient's reported tortuous anatomy which contributed to the iliac limb shortening during deployment. However, this could not be definitely confirmed by clinical assessment due to a lack of receipt of relevant medical records and/or imaging; requests were made and a denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. Correction: device codes - remove 1494, 1583. Conclusion code - remove 24.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and a denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.